Event description:
It was reported that the patient's right atrial (ra) lead had dislodged, failed to capture and failed to sense. X-ray was performed which confirmed the dislodgement. The lead was explanted and replaced. The patient was in stable condition.